Event description:
After five years of implantation, the device involved in this MDR report was explanted and returned because ventricular capture failure was observed; in addition, the elective replacement indicator was reached.

Event description:
After five years if implantation, the device involved in this MDR report was explanted and returned because ventricular capture failure was observed; in addition. The elective replacement indicator was reached.